Event description:
In 2000, the surgeon was reaming a femur to place a femoral nail to repair a subtrochanteric fracture. When the reamer reached the distal end of the femur it became stuck in the canal and the reaming stopped. The surgeon attempted to remove the flexible shaft reamer and the reaming head became detached from the shaft. The surgeon had to extend the original incision to reach the distal end of the femur. The reaming head was removed from the canal by way of an entrance through the cortical bone at the distal end of the femur.